Event description:
During surgery, it was reported that the surgeon was applying pressure on the proximal end of the paddle when the distal tip broke off. The piece was retrieved from the patient. A second glide was used to complete surgery adding ten additional minutes.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification.